Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of cardiac resynchronization therapy (crt) pacing along with alterations in rhythm. T-wave oversensing (twos) was noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.